Event description:
It was reported that the implantable pacing lead (ipl) repositioning was required due to high threshold. However, despite retracting the ipl tip screw, the lead failed to dislodge from the heart muscle wall. The ipl remained firmly attached to the heart tissue. Several attempts were maded to extend and and retract the ipl tip/screw however, the ipl remained stuck at the position. As a result, the ipl was capped, abandoned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)